Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and tvt was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted concurrently with enterolysis, lysis of adhesions vaginal cuff bladder and posterior repair due to sui, pelvic pain and cystocele. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence and dyspareunia. On (B)(6) 2005 the patient underwent a mesh revision due to extrusion. On (B)(6) 2008 the patient underwent mesh revision and bard align implant due to failed mesh, pelvic pain and pop.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary incontinence.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2017 by dr. (B)(6).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urgency, urinary tract infection and burning sensation.